Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d dehp 2ss 0.2m cv tubing had a hole and leaked. The following information was provided by the initial reporter: material #: 2430-0500 batch #: unknown. It was reported a hole in silicone part that is inserted into the pump and leakage. "I have a set that has a hole in the silicone part that is inserted inside the pump. The tubing was hung at the end of the day shift on 6/14 and discovered to be leaking (tpn dripping onto floor) during the night that night".

Event description:
It was reported that as lvp 20d dehp 2ss 0.2m cv tubing had a hole and leaked. The following information was provided by the initial reporter: material #: 2430-0500 batch #: unknown. It was reported a hole in silicone part that is inserted into the pump and leakage. "I have a set that has a hole in the silicone part that is inserted inside the pump. The tubing was hung at the end of the day shift on (B)(6) of 2014 and discovered to be leaking (tpn dripping onto floor) during the night that night".

Manufacturer narrative:
The customer reported ¿a hole in silicone part that is inserted into the pump and leakage¿. Received from the customer was one used primary set model 2430-0500, lot unknown. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A small tear approximately 0.0405 inches long was observed in the silicone tubing (p/n (B)(4), just above the lower fitment (p/n (B)(4), retainer ring (p/n (B)(4). No gouge/crush marks were observed on the lower fitment. Yellowish/red liquid was observed in the set¿s drip chamber and tubing. No other abnormalities were observed with the set. Although damage was observed, functional testing was performed by filling a lab IV bag with blue-dyed water and attaching the returned used disposable set allowing fluid to flow through the set via gravity. Blue-dyed water was observed to be dripping out of the location of the tear in the silicone segment tubing. Equipment used (visual inspection and measurement performed on (B)(6) 2020. Calipers, eq02784, calibration due date: (B)(6) 20. Dino lite microscope, eq106199, ncr. Optical ram-cnc, eq08204, calibration due date: (B)(6) 21. The device history record for primary set model 2204-0007, lot unknown could not be conducted because the lot information was not provided. The leaking was determined to be due to a tear in the silicone tubing just above the lower fitment retainer ring. The root cause of the tear could not be definitively determined.